Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the filter of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed (2 bar pressure) and a leak was observed at the level of the filter below the product label. Further inspection showed that the housing of the filter was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.